Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb (coherent fiber bundle). In addition, our technician confirmed that the angle wire hard to move, the bending rubber perforated, the insertion flexible tube crushed, the control body fluid damage, and the light guide cable for prong fluid damage; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).